Manufacturer narrative:
UDI not required. Legal manufacturer: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that nitrous oxide was released when the oxygen is turned on resulting in a hypoxic mixture for the patient. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system. The link-25 proportioning system was replaced to correct the reported issue.